Manufacturer narrative:
Product ID 8598a lot# (B)(4) implanted: (B)(6)2018 explanted: product type catheter product ID 85 96sc lot# (B)(4) implanted: (B)(6)2018 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the pump was removed and the patient received intravenous antibiotics. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 85 96sc, serial (B)(4), implanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot (B)(4), ubd: 10-jan-2020, (B)(4); product ID: 8596sc, serial/lot (B)(4), ubd: 14-dec-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2018 it was reported that the patient had an infection that was related to the implant procedure. The area of infection was the patient¿s spine. The patient was septic and had tachycardia. The symptoms had come on suddenly in (B)(6) 2018. No further complications have been reported as a result of this event.